Event description:
Purifier uses the principle of ionization and it creates ozone. 100 ppbillion of ozone was measured and rptr thinks this is too much. Concerns related to store mgr. Rptr believes device is unsafe.